Event description:
A peritoneal patient reported draining very slowly and initial information reported that they think it is from the cassette, however no specific problem was identified. It was also reported that the patient has peritonitis. A call was placed to the clinic and the nurse confirmed that no product problem was reported. The patient was seen in the clinic on (B)(6) 2011 due to draining a small amount. The patient also had a low grade fever off and on. Cultures were obtained. The patient received treatment for peritonitis. The patient presented to the ER with symptoms of vomiting, diarrhea, and abdomen pain. The patient was diagnosed with peritonitis and gallstones. Currently, the patient has recovered and continues to use this product for her treatments. There is no sample. Of note: in speaking with the nurse, she reported that the patient had an episode of severe constipation which they attributed to the cause of peritonitis. The patient also had exit site crusting and redness prior to the incident.

Manufacturer narrative:
(B)(4): additional information was requested in order to clarify the timeline and sequence of this event and this information was received on (B)(4) 2011.